Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in november 2023. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp continu-flo solution sets underinfused. The sets were used with a sigma spectrum pump. The infusion lasts an upwards of 2 to 3 hours longer than the expected therapy time per infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included clear passage, under water pressure, priming and general functionality tests and no defect was observed. Additionally, the sample was connected to an in-house infusion pump for two hours to simulate the usage process and no issue was observed. The device met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.